Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the primary IV tubing splits after the roller clamp is from the secondary tubing which is rolled down the primary tubing is unclamped. The primary tubing is primed with ns or d5. Once either chemo or a premed is started, the tubing splits and wither leaks on floor or sprays the patient. There is no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of the primary IV tubing splits and leaks was confirmed. Visual inspection observed that the primary set¿s tubing was split open horizontally 2 inches below the drip chamber. The length of the spit is approximately 0.0710 inches. Clear liquid was observed inside the primary set¿s tubing and drip chamber. Functional and pressure testing observed drops of blue dyed water flowing out of the location of the tubing split on the suspect primary set. Additional functional testing using new primary sets model 2420-0500 and clamping off the primary set¿s tubing by sliding the primary set¿s tubing into top slot of a secondary set¿s roller clamp per the customer¿s description observed splitting on several of the tested primary set¿s tubing when the tubing was pulled out of the roller clamp slot. The top slot of a disposable set¿s roller clamp is designed to be a fluid free flow tubing attachment hook. The off label use of this tubing attachment hook to clamp off the primary tubing while the secondary is running has shown that splitting of the tubing can occur when the tubing is pulled out of the roller clamp slot. The root cause of the horizontal split in the primary set¿s tubing was due to clamping off the tubing by sliding it into the top slot of the secondary sets roller clamp while the secondary is running.

Event description:
The customer reported that when a secondary infusion in running, the tubing from the primary infusion of either ns or d5 is clamped off by inserting it into the outside groove of the roller clamp on the secondary set. When the secondary infusion completes; the pump module alarms. When the primary tubing is removed from the outside groove of the roller clamp, it splits resulting in a fluid leak. There is no report of patient harm.